Event description:
The device was used during an ovarian cyst procedure. Reportedly, the instrument broke and the jaw detached. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.